Event description:
On 09-dec-2025, the reporter reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of approximately 601 mg/dl following missed meal announcements and unannounced intake of a high-carbohydrate beverage and snacks. The user presented to the emergency department where the user was treated with IV fluids and discharged on (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia after missed meal announcements for a high-carbohydrate beverage and subsequent snack intake while continuing automated insulin delivery with the ilet. This behavior can result in insufficient insulin delivery relative to carbohydrate intake and is consistent with the observed persistent hyperglycemia requiring emergency department evaluation and IV hydration. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.